Event description:
Reporter alleged husband obtained blood glucose results of 501 mg/dl and 136 mg/dl when testing was performed back-to-back on the aviva system. Reporter stated husband had no symptoms. Husband did not treat or act on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.